Event description:
It was reported that the headless pin went down into the entrance hole of the femur while the external rotation plate was being positioned. The pin was not retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.